Event description:
The pt reported experiencing erratic blood glucose of 350-400 mg/dl levels since (B) (6) or (B) (6) 2009. His normal blood glucose level is 120-130 mg/dl. He believes the infusion device does not accurately deliver insulin. He switched to his backup infusion device. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.